Manufacturer narrative:
The investigation for the reported cannula kink has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the cannula kink was a use issue, as the impella moved upon exchange of the 14fr for the gwru. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During implantation, while exchanging the 14 fr introducer for the repositioning sheath, the cannula became kinked. Attempts to correct the kink were unsuccessful, so the pump was removed and replaced. There was no reported harm or injury to the patient. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.